Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was inaccurate; cause unknown. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer adjusted the time to address the issue.